Event description:
The disposable ligasure atlas tissue fusion laparoscopic instrument (B)(4) the resident engaged the instrument to fuse/remove a segment of the fallopian tube and after the instrument fired, it would not release.